Manufacturer narrative:
Dates of event and implant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported hemorrhage, cerebrovascular accident (stroke with permanent impairment), and renal failure could not be determined. Additionally, the report patient effects of hemorrhage, cerebrovascular accident, and renal failure are listed in the mitraclip system instructions for use (IFU), and are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Article titled ¿peri-procedural adverse event risk of transcatheter mitral valve repair and replacement.¿

Event description:
This is filed to report stroke, kidney failure and bleeding. It was reported through a research article that 10,625 patients underwent transcatheter mitral valve repair (tmvr) with a mitraclip system. Within 30 days of the procedure, the mitraclip may have caused or contributed to stroke, kidney failure, bleeding, blood transfusion, pacemaker implantation, intra-aortic balloon pumping (iabc), surgical intervention and prolonged hospitalization. Details are listed in the attached article, titled ¿peri-procedural adverse event risk of transcatheter mitral valve repair and replacement.¿ no additional information was provided.